Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet reference number: cmp(B)(4).

Event description:
It was reported the sterile barrier was discovered open during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Visual inspection of the returned product found no damage on the product, outer packaging box, and inner packaging and it is confirmed that the packaging lid has been sealed and opened. It is unknown when the packaging was opened. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of event (B)(6) 2017. Returned to manufacturer may 10, 2017. Date received by manufacturer may 10, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.